Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 44 mg/dl. Customer consumed carbohydrate to address low bg. Customer suspects the changes made by their healthcare provider (hcp) to their pump settings contributed to the low bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.